Manufacturer narrative:
Per the user guide: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 445 mg/dl; cause was not known. Ketone level was large. Correction bolus was delivered. Customer went to the emergency room and admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip was administered. Bg/dka were resolved. Customer discharged on (B)(6) 2018. Customer reported that an auto-off safety alarm had occurred prior to the hospitalization. Tandem technical support educated the customer on the auto-off safety alarm features. Customer requested assistance with turning the alarm off. Customer required no further assistance.